Event description:
Patient reported the menu button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the menu button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to e8 (power interrupt) error message(s). The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.